Manufacturer narrative:
The field service engineer changed the water supply tubings on the wash needles, changed the vacuum tubings, cleaned the electrode cage, adjusted the ise probe and sipper probe, and cleaned the drain of the ise. He ran an ise check that was acceptable, calibration, and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c 501 module. The initial result was 164 mmol/l and the repeat result was 143 mmol/l. The repeat result was deemed plausible. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.